Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to clinic for follow up. Interrogation of the device revealed that the right ventricular lead capture thresholds had increased over the past year, and that the lead was capturing intermittently. The patient was in stable condition and the device was reprogrammed to address this issue.